Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to set up the new number of the back of the meter and it is not communicating. Customer was advised to verify the meter is programmed in the pump correctly. Customer was advised that the customer speak to bayer. Customer stated that the meter was showing his blood glucose level at 46 mg/dl. It was found that the cause of the issue was the contour next link send option was set to never. Customer was assisted with adjusting the settings. Customer's blood glucose level was 48 mg/dl. Customer will treat with orange juice. Customer stated that the meter was replaced, but he was advised to send the meter back. No additional information provided.